Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilled during use. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 18-dec-2023. H6. Investigation summary: bd received 10 samples and 1 photos for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. The 10 samples were visually inspected with no issues being identified. 10 customer samples and 10 retention samples were draw tested. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilled during use. There was no report of patient impact.